Event description:
This report was received from (B)(4) and is a spontaneous report by a consumer with supplemental information by a nurse in the (B)(6) of yeast infection in his catheter and peritonitis with culture (B)(6) for fungus in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). On an unreported date, dianeal therapies were withdrawn and the patient was started on unspecified hemodialysis. On unreported dates, the patient experienced a yeast infection in his catheter and peritonitis. On (B)(6) 2012, the patient was hospitalized for the reported events. Treatment was not reported.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h11k15086 and h11j20039 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified.